Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems ("add gel", "arrhythmia alarms", "damaged cables") have been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was severed ECG "a", and "b" and front therapy electrode (te) cable. The root casue for the severed cable was physical abuse. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "add gel", "arrhythmia alarms", "damaged cables" messages.